Event description:
Customer reported the infusion headsets have leaked insulin, and she has experienced hyperglycemia near 250 mg/dl as a result. The headset is changed every 2-3 days, and the customer was advised on the manufacturer's recommendations. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.